Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed but was within manufacturer specs. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes had foreign matter in the tubes. No reported injury or medical intervention needed.